Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella 5.5 support and during support, the pump had a spot on the red plug where white outer sheath on driveline catheter pulled back exposing inner lines. The spot was secured with tape/tegaderm. Also, the driveline securement devices were loose and the red plug was able to move back and forth. Securements were reinforced. No issues or faults were reported for the pump function. There was no patient harm reported.

Manufacturer narrative:
The investigation of product damage (sleeve damage)has been completed. The pump was not returned for investigation, and a data log review was not required for this case run. According to the clinical details, the sterile sleeve was separated and exposing the lumens and wires beneath. It was secured with tape. The cause of the sleeve damage issue was most likely use related.